Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed three (3) low flow alarms logged since (B)(6)2024 at 11:40:46. Additionally, a high watt alarm was logged on (B)(6)2024 at 11:40:06. Review of the event log file and the motor start report revealed one (1) motor start event on (B)(6) recorded on (B)(6)2024 at 11:40:01 in which a motor start parameter was atypical. Of note, it was reported that the logs analyzed covering (B)(6)2024 was related to an old controller which was not with the patient at the time. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the use of the controller with a motor fixture. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review review of log file data revealed the ventricular assist device (vad) exhibited power consumption below normal, a low flow alarm, and motor start event with parameters outside of the typical range. The vad remains in use. No patient complications have been reported as a result of this event.